Event description:
On an unknown date, this patient upderwent total arch replacement with elephant trunk technique to repair an aortic arch aneurysm. As a two staged procedure, stent graft was to be implanted at a later date. On (B)(6), 2023, the patient underwent endovascular treatment as the two staged procedure for the aortic arch aneurysm, where by gore® tag® conformable thoracic stent graft with active control system was implanted using gore® dryseal flex introducer sheath. A 22fr sheath was inserted from the right side, but it could not pass through because of resistance. Although the patient's access vessels were in good condition, with no calcification or stenosis, it was decided to attempt dilation with a pta balloon. After balloon dilation using a 8mm pta balloon, the 22fr sheath was able to inserted although there was some resistance. Access angiography after all stent grafts implantation revealed inflow and retention of contrast medium into the retroperitoneum, and a suspected rupture point was found in the right external iliac artery. Patient vitals were stable. A stent graft was imlanted at the suspected rupture point. The wound was closed after confirming no problem by angiography. The procedure was completed after confirming there was no problem with blood flow by palpation and ultrasonography of the right lower extremity. The diameter of the right external iliac artery around the suspected rupture site was approximately 6.7-7.2 mm. Also, it was reported that the patient's access vessels were stiffer than expected. The physician reportedly stated as follows: I guess it was like a "sealed rupture" condition. The blood from the rupture site became a hematoma, and the rupture hole was covered by it, and the blood has temporarily stopped coming out.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.